Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that transducer fault alarm occurred during use on a patient on the vela ventilator. The customer reported the patient was moved to another ventilator. The customer confirmed there was no patient harm associated with the reported event.